Manufacturer narrative:
(B)(4). Evaluation summary: this report is based on information provided by the complaint tracking system (cts). Post market vigilance (pmv) received one foil pouch without the product opened by the account. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. The product was received empty. The foil pouch was inspected with light assisted microscopy with no abnormalities. The most likely explanation for the reported condition is an incorrect execution of the winding process and 100% product inspection. The empty retainer was overlooked in the station workflow, did not go through the winding process and inspection, was inadvertently placed on a tray with the fully loaded units and was not noticed by the packaging personnel who loaded the unit in the foil pouch packaging machine. The file will be closed as a manufacturing error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: the foil of the sutures was opened with no sutures in it whatsoever. The foil was kept and another was opened. There was no delay in the procedure. No patient involved.